Event description:
It was reported that six days post implant of the device the device and right ventricular (rv) lead exhibited a connection problem. It was noted that the rv lead showed increased rv pacing impedance and high thresholds. A possible setscrew issue was suspected. Surgical intervention was required and found that the rv lead pin was not all the way past the set screw. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015; 4469 lead, implanted: (B)(6) 2002. (B)(4).